Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found. Device was not returned.

Event description:
During a routing follow up, it was reported to nevro that a patient had acquired an infection and the device was explanted. The report indicated that the patient was hospitalized and was given IV antibiotics. The patient had fully recovered and no further report of complication.